Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The report of "the device was unable to detect the attached multifunction cable" was not observed by the customer and was inadvertently reported. The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including impedance and shock testing, defib/pacer stress testing, bench handling, and defib cycling with the customer's returned accessories without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found the user charged the device seven times and then was discharged internally six times due to the user disarming the charge, there was one shock delivered to the patient. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing after the patient event, the device was unable to detect the attached multifunction cable.